Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the coil on the left fundus, perforating the tip of the serosa / malposition of essure device; left fundus"), abdominal pain ("severe abdominal pain") and pregnancy with contraceptive device ("pregnant / pregnancy with complications / pregnancy with complications/high risk pregnancy") in an adult female patient who had essure (batch no. 864666-inv,12413293, 664666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / device ineffective". The patient's medical history included multigravida, parity 3 (dates of live births: (B)(6) 2006, (B)(6) 2009, (B)(6) 2014), gerd, asthma and depression. *plaintiff undergone amniocentesis. Previously administered products included for birth control: yaz from 2006 to 2010; for an unreported indication: zantac. Concurrent conditions included trichomonal vulvovaginitis and vaginitis. Concomitant products included omeprazole since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse / dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower quadrant pain") and genital haemorrhage ("abnormal bleeding (general).") And was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy and underwent salpingectomy to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain, pregnancy with contraceptive device, dyspareunia, vaginal haemorrhage, menorrhagia, abdominal pain lower and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Cross referenced with plaintiff case number :(B)(4). (B)(4) (invalid), (B)(4)- right, (B)(4)- left essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2010: results: unilateral occlusion, left fallopian tube pinhole. Pregnancy test urine: in 2014: results: positive. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records:dyspareunia". Lot number 12413293 is valid. Lot number 864666 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2019: pfs received. Lot number added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: FDA-2014-n-0736-1313) on 07-oct-2015. The most recent information was received on 23-jul-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain/ severe and persistent pelvic pain"), abdominal pain ("severe abdominal pain / chronic abdominal pain /constant abdominal pain"), pregnancy with contraceptive device ("I ended up pregnant even with essure implanted"), abortion spontaneous ("lost the baby at 14 weeks due to complications from essure"), pneumonia ("pneumonia"), hodgkin's disease stage IV ("stage 4b hodgkin¿s lymphoma"), respiratory tract infection ("respiratory infections"), pulmonary arteriovenous fistula ("pulmonary arteriovenous malformation"), pharyngitis streptococcal ("strep throat"), metal poisoning ("nickel poisoning that affected my kidney function and skin"), appendicitis ("appendicitis") and endometriosis ("endometriosis") in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "plaintiff did not use any contraception following your essure placement procedure" and device ineffective "device ineffective". The patient's past medical history included parity 2 ((B)(6) 2007) and multigravida. Previously administered products included for an unreported indication: ortho tri cyclen from 2003 to 2006. Concurrent conditions included paratubal cyst. In november 2009, the patient had essure inserted. In november 2009, the patient experienced fallopian tube spasm ("my left tube spasmed and had to return one week later to complete the implant") and complication of device insertion ("my left tube spasmed and had to return one week later to complete the implant"). In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and migraine ("chronic migraines \ debilitating migraines"). In february 2010, the patient experienced abdominal distension ("bloating/ abdominal bloating"), fatigue ("fatigue/ profound fatigue") and vulvovaginal pain ("vaginal pain"). In march 2010, the patient experienced vulvovaginal mycotic infection ("yeast infections"), urinary tract infection ("recurrent utis") and bacterial vaginosis ("bacterial vaginosis"). In april 2010, the patient experienced peripheral swelling ("everything down below became swollen, painful, and itchy/ swelling in hands and feet"). In may 2010, the patient experienced bone pain ("bone pain"), arthralgia ("severe joint pain") and allergy to metals ("hypersensitivity reaction to nickel/ severe nickel allergy") with rash, swelling, burning sensation and pruritus. In june 2010, the patient experienced alopecia ("hair loss"). In july 2010, the patient experienced dyspareunia ("painful intercourse"). In november 2010, the patient experienced endometriosis (seriousness criterion medically significant). In march 2011, the patient experienced anxiety ("anxiety") with palpitations and depression ("depression"). In july 2011, the patient experienced pulmonary arteriovenous fistula (seriousness criterion medically significant) and asthma ("asthma"). In june 2017, the patient experienced hodgkin's disease stage IV (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criteria medically significant and intervention required), pneumonia (seriousness criterion medically significant), respiratory tract infection (seriousness criterion medically significant), pharyngitis streptococcal (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), appendicitis (seriousness criterion medically significant), asthenia ("I had no energy"), influenza ("I would catch the flu"), mechanical urticaria ("dermographia"), mood swings ("sudden extreme mood swing"), abnormal weight gain ("extreme weight gain"), immune system disorder ("compromised immune system"), sexual dysfunction ("sexual issues"), paraesthesia ("tingling"), lung disorder ("lung issues") and pain in extremity ("everything down below became swollen, painful, and itchy (event splitted for coding)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. The patient was treated with surgery (hysterectomy and removal of both fallopian tubes and contaminated areas of my uterus), surgery and surgery (fulguration of endometriosis). Essure was removed on 10-feb-2014. At the time of the report, the pelvic pain, abortion spontaneous, pneumonia, hodgkin's disease stage IV, pharyngitis streptococcal, metal poisoning, appendicitis, influenza, mechanical urticaria, anxiety, mood swings, abnormal weight gain, immune system disorder, arthralgia, asthma, endometriosis, alopecia, allergy to metals, vulvovaginal mycotic infection, vulvovaginal pain, paraesthesia, lung disorder, peripheral swelling, pain in extremity, depression, urinary tract infection, bacterial vaginosis, fallopian tube spasm and complication of device insertion outcome was unknown, the abdominal pain, respiratory tract infection and pulmonary arteriovenous fistula had not resolved and the pregnancy with contraceptive device, migraine, asthenia, dyspareunia, abdominal distension, fatigue, bone pain and sexual dysfunction had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, abortion spontaneous, allergy to metals, alopecia, anxiety, appendicitis, arthralgia, asthenia, asthma, bacterial vaginosis, bone pain, depression, dyspareunia, endometriosis, fallopian tube spasm, fatigue, hodgkin's disease stage IV, immune system disorder, influenza, lung disorder, mechanical urticaria, metal poisoning, migraine, mood swings, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, pharyngitis streptococcal, pneumonia, pregnancy with contraceptive device, pulmonary arteriovenous fistula, respiratory tract infection, sexual dysfunction, urinary tract infection, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in february 2010: essure confirmation test it was reported that patient wa allergic to nickel but the toxicity came after her primary had her urine and blood tested and the levels were close to organ failure. Her numbers 2 weeks ago were 326 in urine, she have another test on 26th to see if they are dropping. She had 3 hsg's over the first 2 years on implantation, her right tube never fully sealed. She never did anything special to prepare other than some ibuprofen before. 10-feb-2014, surgical pathology report, right and left tubes and essure coils: - fallopian tubes with mesonephric remnants and a paratubal cyst. - two metallic coil springs consistent with essure coils. Gross description: fallopian tube a measures 4.60m in length with a diameter of 0.6 cm. There is one paratubal cyst, 0.7 x 0.7 cm, attached by a cylindrical 1.0 x <0.1 cm stalk. Adhered to the fimbriated aspect is a 0.9 x 0.7 x 0.5 cm gray-white firm nodule. The remainder of the serosa is pale purple and smooth. The fallopian tube is sectioned to reveal a pinpoint lumen. Fallopian tube b measures 5.0 cm in length with a diameter of 0.9 cm. The serosa is pale purple and smooth. The fallopian tube is sectioned to reveal a pinpoint lumen. Also in the container are two cylindrical metallic coiled springs, loosely adhered to one another, measuring 2.5 x 0.2 and 5.0 x <0.1cm. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events severe nickel allergy, severe and persistent pelvic pain, abdominal bloating were clubbed with previously reported events. Events depression, urinary tract infection, bacterial vaginosis, fallopian tube spasm, complication of device insertion were newly added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("the coil on the left fundus, perforating the tip of the serosa / malposition of essure device; left fundus"), abdominal pain ("severe abdominal pain") and pregnancy with contraceptive device ("pregnant / pregnancy with complications") in an adult female patient who had essure (batch no. 864666, 12413293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 3 (dates of live births: (B)(6)2006, (B)(6) 2009, (B)(6) 2014), gerd, asthma and depression. Previously administered products included for birth control: yaz from 2006 to 2010; for an unreported indication: zantac in 2009. Concurrent conditions included trichomonal vulvovaginitis and vaginitis. Concomitant products included omeprazole since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse / dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and abdominal pain lower ("lower quadrant pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy) and surgery (underwent salpingectomy to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain, pregnancy with contraceptive device, dyspareunia, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, menorrhagia, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: unilateral occlusion, left fallopian tube pinhole pregnancy test urine - in 2014: positive concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records:dyspareunia". Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), the coil on the left fundus, perforating the tip of the serosa / malposition of essure device; left fundus lower quadrant pain" were added. Lot number was added. New reporter were added. Pregnancy outcome was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the coil on the left fundus, perforating the tip of the serosa / malposition of essure device; left fundus') and abdominal pain ('severe abdominal pain') in an adult female patient who had essure (batch no. 864666-inv,12413293,664666) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / device ineffective". The patient's medical history included multigravida, parity 3 (dates of live births: (B)(6) 2006, (B)(6) 2009, (B)(6) 2014), gerd, asthma and depression. *plaintiff undergone amniocentesis. Previously administered products included for birth control: yaz from 2006 to 2010; for an unreported indication: zantac. Concurrent conditions included trichomonal vulvovaginitis and vaginitis. Concomitant products included omeprazole since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse / dyspareunia"), vaginal hemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower quadrant pain") and genital haemorrhage ("abnormal bleeding (general).") And was found to have a pregnancy with contraceptive device ("pregnant / pregnancy with complications / pregnancy with complications/high risk pregnancy"). The patient was treated with surgery (bilateral salpingectomy and underwent salpingectomy to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pregnancy with contraceptive device, dyspareunia, vaginal hemorrhage, menorrhagia, abdominal pain lower and genital hemorrhage outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital hemorrhage, menorrhagia, pregnancy with contraceptive device, uterine perforation and vaginal hemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. 864666 (invalid), 12413293- right, 664666- left essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: unilateral occlusion, left fallopian tube pinhole. Pregnancy test urine - in 2014: results: positive. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records:dyspareunia". Lot number: 12413293. Manufacturing date: 2009/09. Expiration date: 2012/05. Lot number: 664666. Manufacturing date: 2009/09. Expiration date: 2012/09. Lot number: 864666 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the coil on the left fundus, perforating the tip of the serosa / malposition of essure device; left fundus') and abdominal pain ('severe abdominal pain') in an adult female patient who had essure (batch no. 864666-inv,12413293,664666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / device ineffective". The patient's medical history included multigravida, parity 3 (dates of live births: (B)(6) 2006, (B)(6) 2009, (B)(6) 2014), gerd, asthma and depression. *plaintiff undergone amniocentesis. Previously administered products included for birth control: yaz from 2006 to 2010; for an unreported indication: zantac. Concurrent conditions included trichomonal vulvovaginitis and vaginitis. Concomitant products included omeprazole since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse / dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower quadrant pain") and genital haemorrhage ("abnormal bleeding (general).") And was found to have a pregnancy with contraceptive device ("pregnant / pregnancy with complications / pregnancy with complications/high risk pregnancy"). The patient was treated with surgery (bilateral salpingectomy and underwent salpingectomy to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pregnancy with contraceptive device, dyspareunia, vaginal haemorrhage, menorrhagia, abdominal pain lower and genital haemorrhage outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. 864666 (not valid), 12413293- right, 664666- left essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: unilateral occlusion, left fallopian tube pinhole. Pregnancy test urine - in 2014: results: positive. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records:dyspareunia". Lot # 864666 is invalid. Lot number: 12413293 manufacturing date: 2009-09 expiration date: 2012-05. Lot number: 664666 manufacturing date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("the coil on the left fundus, perforating the tip of the serosa / malposition of essure device; left fundus"), abdominal pain ("severe abdominal pain") and pregnancy with contraceptive device ("pregnant / pregnancy with complications / pregnancy with complications") in an adult female patient who had essure (batch no. 12413293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / device ineffective". The patient's past medical history included multigravida, parity 3 (dates of live births: (B)(6) 2006, (B)(6) 2009, (B)(6) 2014), gerd, asthma and depression. Previously administered products included for birth control: yaz from 2006 to 2010; for an unreported indication: zantac in 2009. Concurrent conditions included trichomonal vulvovaginitis and vaginitis. Concomitant products included omeprazole since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse / dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("lower quadrant pain") and genital haemorrhage ("abnormal bleeding (general)."). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingectomy) and surgery (underwent salpingectomy to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain, pregnancy with contraceptive device, dyspareunia, vaginal haemorrhage, menorrhagia, abdominal pain lower and genital haemorrhage outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: unilateral occlusion, left fallopian tube pinhole. Pregnancy test urine - in 2014: positive. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records:dyspareunia". Lot number 12413293 is valid. Lot number 864666 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the coil on the left fundus, perforating the tip of the serosa / malposition of essure device; left fundus') and abdominal pain ('severe abdominal pain') in an adult female patient who had essure (batch no. 864666-inv,12413293,664666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / device ineffective". The patient's medical history included multigravida, parity 3 (dates of live births: (B)(6) 2006, (B)(6) 2009, (B)(6) 2014, gerd, asthma and depression. *plaintiff undergone amniocentesis. Previously administered products included for birth control: yaz from 2006 to 2010; for an unreported indication: zantac. Concurrent conditions included trichomonal vulvovaginitis and vaginitis. Concomitant products included omeprazole since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. It was removed on (B)(6) 2015. A new essure was inserted on an unknown date. It was removed on an unknown date. A new essure was inserted on an unknown date. In (B)(6) of 2010, the patient experienced dyspareunia ("painful intercourse / dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal), and menorrhagia ("abnormal bleeding (menorrhagia). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower quadrant pain") and genital haemorrhage ("abnormal bleeding (general) and was found to have a pregnancy with contraceptive device ("pregnant / pregnancy with complications / pregnancy with complications/high risk pregnancy"). The patient was treated with surgery (bilateral salpingectomy and underwent salpingectomy to remove essure device). Essure was removed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, dyspareunia, vaginal haemorrhage, menorrhagia, abdominal pain lower and genital haemorrhage outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. 864666 (invalid), (B)(4)- right, (B)(4)- left essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) of 2010: results: unilateral occlusion, left fallopian tube pinhole. Pregnancy test urine - in 2014: results: positive. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records:dyspareunia". Lot number: 12413293; manufacturing date: 2009/09; expiration date: 2012/05. Lot number: 664666; manufacturing date: 2009/09; expiration date: 2012/09 . Lot number: 864666; is invalid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: outcome of event severe abdominal pain was updated to recovered. New reporters added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the coil on the left fundus, perforating the tip of the serosa / malposition of essure device; left fundus') and abdominal pain ('severe abdominal pain') in an adult female patient who had essure (batch no. 864666-inv,12413293,664666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / device ineffective". The patient's medical history included multigravida, parity 3 (dates of live births: (B)(6) 2006, (B)(6) 2009, (B)(6) 2014), gerd, asthma and depression. *plaintiff undergone amniocentesis. Previously administered products included for birth control: yaz from 2006 to 2010; for an unreported indication: zantac. Concurrent conditions included trichomonal vulvovaginitis and vaginitis. Concomitant products included omeprazole since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse / dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower quadrant pain") and genital haemorrhage ("abnormal bleeding (general).") And was found to have a pregnancy with contraceptive device ("pregnant / pregnancy with complications / pregnancy with complications/high risk pregnancy"). The patient was treated with surgery (bilateral salpingectomy and underwent salpingectomy to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pregnancy with contraceptive device, dyspareunia, vaginal haemorrhage, menorrhagia, abdominal pain lower and genital haemorrhage outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. 864666 (invalid), 12413293- right, 664666- left essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: unilateral occlusion, left fallopian tube pinhole. Pregnancy test urine - in 2014: results: positive. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records:dyspareunia". Lot number: 12413293 manufacturing date: 2009/09 expiration date: 2012/05. Lot number: 664666 manufacturing date: 2009/09 expiration date: 2012/09. Lot number: 864666 is invalid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and pregnancy with contraceptive device ("pregnant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and dyspareunia ("painful intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure the first trimester of pregnancy. The patient was treated with surgery (underwent salpingectomy to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pregnancy with contraceptive device and dyspareunia outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, dyspareunia and pregnancy with contraceptive device to be related to essure. The reporter commented: patient sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.